Event description:
The customer reported to olympus, during a therapeutic procedure (lap cholecystectomy), the visera 4k uhd camera control unit exhibited a restart error. However, the procedure was completed with the same device as video image re-appeared following the error. It was also reported that the device exhibited communication error e116 and e117, and rust and fumigation deposition was observed on the rear panel of the unit. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced in a 7-day+ reproduction test and the device was found to have worked normally. However, it was noted that corrosion of the printed circuit board was confirmed inside the device which could possibly have caused ¿the device error¿. According to the instruction manual, e116 error and e117 error alarm are ¿device abnormalities¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.